Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The peritoneal dialysis (pd) patient reported receiving m65 scale reading error alarm and patient line is blocked soft alarm message during their pd treatment. The patient stopped treatment and performed manuals exchanges. Upon further review of patient¿s treatment records, it was noted that the patient had drained 3667ml which is 183% the patient¿s fill volume of 2003 ml. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the patient was able to complete the peritoneal dialysis treatment using manuals exchanges. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.